Manufacturer narrative:
The ICD was received and analyzed. Upon receipt, the device was interrogated and showed the battery status mos2. An amount of 39 charging cycles were documented. The amount of charge taken from the battery was verified and the battery status was anticipated. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the rf functionality was tested and showed a normal and expected behavior. A home monitoring test message could be properly sent. No anomalies were noted. The clinical observation was not reproducible. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The analysis of the cardiomessenger smart revealed no anomalies. Therefore, it is reasonable to assume that an enlarged distance between the ICD and the cardiomessenger smart or interfering signals might have led to the clinical event. In conclusion, the clinical observation was not reproducible during analysis. The ICD behaved as expected and proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD malfunction.

Event description:
It was reported initially that no messages have been sent via homemonitoring. According to update on 18-may-2021 the device was explanted after 72 months because the patient is pacemaker dependent. The ICD is expected for analysis. Based on the update it was decided to report the incident. Please note this ICD is affected by a field safety corrective action, (B)(4) initiated in (B)(6) 2021 and the awareness date of the event was before the fsca started.